Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted , additional flushing channel blocked / segments came out of the channel was observed. The customer error description/ reported issue could be confirmed. Furthermore, service repair noted that due to wear of angle wire, bending angle in up direction does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of" auxiliary flushing channel is blocked, can no longer be flushed ". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found channel was blocked, segments came out of the channel. This report is being submitted for blocked channel, foreign material found came out of the channel (reprocessing issue , handling issue) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer stated that they assumed the endoscope was not disinfected, because if the jet channel is blocked, the cleaning process cannot take place. Based on the results of the investigation, it is likely that the event occurred due to wear and tear damage from the customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use which state: "- operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.